Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that caller placed thumb over the sheath and the patient took a deep breath pulling air into the pleural space. Caller states she confirmed with x-ray there is air in the pleural space. Verbatim: caller states she placed a pleurx catheter today. She states she had her thumb over the sheath and the patient took a deep breath pulling air into the pleural space. Caller states she confirmed with x-ray there is air in the pleural space. Caller states she will need to place the patient to wall suction for now. How do we achieve this? Do you have an adapter for wall suction? Response: informed caller that product code 50-7265 is the pleurx lockable drainage line kit. Emailed IFU for thepleurx lockable drainage line kit. The pleurx lockable drainage line kit (ref 50-7265) is indicated for use only with the pleurx catheter for intermittent drainage. The pleurx lockable drainage line kit is used to drain fluid using standard wall suction, water seal drainage system, glass vacuum bottle, or other appropriate method (portable suction). Please review page 12 of the pleurx catalog for more information about the pleurx lockable drainage kit.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacturer here.

Event description:
Material no: unknown. Batch no: unknown.   It was reported that caller placed thumb over the sheath and the patient took a deep breath pulling air into the pleural space. Caller states she confirmed with x-ray there is air in the pleural space. Verbatim: caller states she placed a pleurx catheter today. She states she had her thumb over the sheath and the patient took a deep breath pulling air into the pleural space. Caller states she confirmed with x-ray there is air in the pleural space. Caller states she will need to place the patient to wall suction for now. How do we achieve this? Do you have an adapter for wall suction? Response informed caller that product code 50-7265 is the pleurx lockable drainage line kit. Emailed IFU for thepleurx lockable drainage line kit. The pleurx lockable drainage line kit ((B)(4)) is indicated for use only with the pleurx catheter for intermittent drainage. The pleurx lockable drainage line kit is used to drain fluid using standard wall suction, water seal drainage system, glass vacuum bottle, or other appropriate method (portable suction). Please review page 12 of the pleurx catalog for more information about the pleurx lockable drainage kit.

Event description:
Material no: 50-7265. Batch no: unknown.   It was reported that caller placed thumb over the sheath and the patient took a deep breath pulling air into the pleural space. Caller states she confirmed with x-ray there is air in the pleural space. Verbatim: caller states she placed a pleurx catheter today. She states she had her thumb over the sheath and the patient took a deep breath pulling air into the pleural space. Caller states she confirmed with x-ray there is air in the pleural space. Caller states she will need to place the patient to wall suction for now. How do we achieve this? Do you have an adapter for wall suction? Response informed caller that product code 50-7265 is the pleurx lockable drainage line kit. Emailed IFU for thepleurx lockable drainage line kit. The pleurx lockable drainage line kit (ref 50-7265) is indicated for use only with the pleurx catheter for intermittent drainage. The pleurx lockable drainage line kit is used to drain fluid using standard wall suction, water seal drainage system, glass vacuum bottle, or other appropriate method (portable suction). Please review page 12 of the pleurx catalog for more information about the pleurx lockable drainage kit.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.